Manufacturer narrative:
This report is being submitted for additional information regarding device return and device evaluation findings. The returned device was evaluated. Scratches were found on the air/water cylidner and suction cylinder. The investigation is ongoing and follow up with the user facility is currently being perfomed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
An updated hygiene microbiological investigation (hmi) report was provided by the customer. The hmi report from the customer indicated the channels of the scope were cultured. The distal end and channels tested positive for one to four colony forming units (cfu) of filamentous non-pathogenic trichoderma species. The device was reprocessed and tested again after nine days. The distal end tested positive for one to four cfus of alternaria species. All channels tested positive for one to four cfus of trichoderma species. The device was tested again. The distal end tested positive for more than 25 cfus of aerobic mesophilic flora. Though the results indicated absence of indicator microorganisms (enterococcus, staphylococcus aureus, enterobacteriaceae, pseudomonas species, stenotrophomonas maltophilia, acinetobacter species, candida species and filamentous fungi of medical interest), the total flora was more than 25 cfu and level of action was reached. The endoscope could not be used.

Manufacturer narrative:
This report is being submitted for correction to event description based on the updated hmi results obtained from the customer and additional information received regarding olympus hmi results.prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels were tested and the microbiological quality of channel was found to be satisfactory (less than one (1) cfu of revivable microorganism). Overall, the results are in conformance with the requirements. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. No patient infection occurred. The pre-cleaning detergent used is aniosyme. The customer aspirates water through the instrument/suction channel and flushes out the air/water channel, balloon channel, auxiliary channel and forceps elevator wire channel. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder, instrument channel port, balloon channel and distal end/areas around elevator using dry scrub brush. The scope is manually disinfected. The customer uses automated endoscopic reprocessor (aer) model 27775. The aer was not cultured. The endoscope was stored in a drying cabinet. The maintenance repair was performed by olympus on (B)(6) 2023. The device was returned to olympus. Device evaluation anticipated; but not yet begun. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated, all channels of the scope were cultured and one (1) colony forming unit (cfu) per endoscope of staphylococcus coagulase negative was identified. Based on the findings, it was concluded by the independent laboratory that that the microbiological quality of the endoscope was not satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with water bacteriologically controlled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.